Event description:
The customer observed a (B)(6) result for one (B)(6) old pregnant patient on the architect i2000sr analyzer. No data was provided for the infant, however, the following data was provided for the mother from (B)(6) 2014: (B)(6). The infant was born via cesarean section on (B)(6) 2014. The infant received anti viral medication (vidovidina and lamivodina) on an unknown date.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect (B)(4), that has a similar product distributed in the us, list 2p36. Manufacturer report number 3002809144-2014-00028 was also filed to report this incident with respect to the mother. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and specificity testing on a retained kit of the reagent lot. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The customer did not follow the package insert by repeating in duplicate an initial (B)(6) result or confirming with a supplemental assay prior to treatment. The customer was reminded that all specimens that are initially (B)(6) must be centrifuged at greater than or equal to 10,000 rcf (relative centrifugal force) for 10 minutes and retested in duplicate. Western blot and polymerase chain reaction (pcr) testing resulted (B)(6). Specificity testing met all acceptance criteria. Based on the available information, no product deficiency was identified.